Event description:
The event involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves where the customer reported that upon removal of the catheter, a crack was discovered in the proximal area of the tubing. There was bleeding in jet upon removal, right after the removal of the dressing. There were no visible signs of malfunction, damage, stress or wear with the device prior to the incident, the catheter used was a leadercath orx 18g (4f) 8cm from the laboratory vygon. The patient was stable, discharged from the intensive care unit, there was no delay, the device removal was planned, and it was not changed, no one was harmed, there were no adverse events, there was no blood loss considered clinically significant, the patient's hospital stay was not extended because of this event.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending. D4: only di provided as lot number is unknown.

Manufacturer narrative:
Investigation summary: one used device was returned for evaluation on 5/21/25. An image was provided by the customer showing the involved device. During visual inspection of the sample, a cut was observed on the pressure tubing. The reported complaint of tubing cut was confirmed on the returned sample. Due to several other residues on the tubing, it is unknown how and when the tubing was cut/torn. The probable cause is unknown. Lot history review could not be conducted because no lot number(s) was/were identified.